Event description:
Client was in the maa2000-l sling in the maxi move lift with an l spreader bar. They wanted to make the transfer from bed to chair. When she was still in the lift above the bed, a clip broke and the client fell back on the bed. Client and carer have no reported injuries.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR arjo hospital equipment (B)(4). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation.